Event description:
Hosp personnel responded to a pt described as in cardiac arrest. According to the reporter, subsequent to a delivered countershock to the pt, the device lost power and would not deliver a second countershock. A backup defibrillator was immediately called for and used but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availablity of a back up defibrillator.